Event description:
Customer called to report that when he inserted the reservoir into his pump, he noticed that there was insulin between the o-rings of his reservoir. Customer believes there is leakage.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.